Event description:
It was reported that during initial implant procedure abnormal curve was noted on patient's right ventricular (rv) lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of material twisted/bent was confirmed. As received, a complete lead was returned in one piece with the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures. No other anomalies were found.